Event description:
It was reported the power module housing was broken on the bottom.

Manufacturer narrative:
A1-a4: there was no patient involved. Section g3 - there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of the power module (serial number: (B)(6) having broken housing was confirmed upon arrival of the returned unit. Visual inspection revealed that bottom housing was damaged. The damaged part was replaced, and preventative maintenance was performed. The serviced and repaired power module then passed a full functional checkout and was returned to the customer. The root cause of the observed damage could not be conclusively determined through this analysis. There were incidental findings of damage to the battery clip and lemo connector. Review of the device history record for the power module, serial number (B)(6) , showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate power module instructions for use (IFU) (rev. B) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. The heartmate 3 patient handbook (rev. D) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.